Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump was delivering insulin slower than usual, causing high blood glucose. She reported that she works outside when the blood glucose runs high and sometimes it has gotten as low as 25 mg/dl, and she will treat with glucose tabs and food. The blood glucose reading at the time of the call was 237 mg/dl. The customer reported that the delivery issue had been occuring with every bolus. The customer treated with a manual injection. The customer had not forgotten to fill the cannula dead space after priming. The insulin pump was not exposed to a strong magnetic field. The insulin pump passed the displacement test. The customer was no longer concerned about a delivery anomaly at this point and was advised to monitor the insulin pump and the customer stated she would follow up with a health care professional.